Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and display was faded pink. This report is made based on results of investigation completed on 12/23/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the black box shows evidence of power on resets. The returned battery cap has stripped threads. The battery compartment has a crack that extends from the threads to the case seal. Rust was observed in the battery compartment and on the returned battery cap. The returned battery cap is unable to fully attach to the pump; duplicating power loss. A new test battery cap was able to carefully tighten to the pump and was used to exercise the pump for 24-hr duration test; no power loss occurred during duration test. The pump fails in-hose leak test with battery compartment leak. Removal of the pump cover showed no evidence of internal moisture on the pcb; no damage to the power circuit or battery flex was found. A faded pinkish contrast was observed on the display screen. (B)(6).